Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: based on new information received, the patient was doing fine when discharged. It was noted also that there were no secondary surgery investigation required such as incision enlargement, vitrectomy and suture. Replacement lens: tecnis toric zct225 25.0 diopter with serial number, (B)(4). Visual acuity pre-op (pre-initial implant): 20/50-1. Visual acuity post-op (post-initial implant): 20/50-1. Visual acuity post-op (post-replacement):20/40-2. Patient was prescribed with besivance, lotemax gel and prolensa. Lens will not be available for investigation. The following fields have been updated accordingly: if explanted; give date: (B)(6) 2018. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Patient code 3191 - updated planned explant to explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Iol exchange was scheduled for (B)(6) 2018. However no confirmation has been received. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient had myopic outcome and decreased visual acuity after the implantation of the zct225 26.0 diopter tecnis toric iol (intraocular lens) into her right eye (od). For those reasons, the iol exchange was scheduled for (B)(6) 2018. No additional information was provided.